Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager hardware was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer (fse) made an adjustment to the component¿s location, so it was slightly closer to the hasp. The fse tested the unit approximately 20 times during an inventory process and observed that the issue did not occur during any of the tests, indicating the repair was successful. The system functioned as intended after the field service engineer repaired the device.